Event description:
Healthcare professional left side "breast implant illness" symptoms and rupture. Healthcare professional later reported "mild capsular contracture" and "night sweats and hypertension after augmentation". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Manufacturer narrative:
Laboratory analysis summary: the device related to the reported event rupture, varied injuries, other - medical and capsular contracture received on january 11, 2024, with lot number 2636830. Based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed 1 opening assessed as fold flaw opening. ¿ varied injuries: unable to observe as it is not related to the device. ¿ other - medical: unable to observe as it is not related to the device. ¿ capsular contracture: unable to observe as it is not related to the device. Additional observations: ¿ observed stress marks. No further actions are required as no manufacturing issues are observed.

Event description:
Events of ¿breast implant illness symptoms¿, "night sweats and hypertension¿ are not device related. The baker grade is unknown.